Manufacturer narrative:
UDI number: (B)(4). The subject device is not available for evaluation. The clinical observation was unable to be confirmed. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A definitive root cause cannot be determined. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a patient with a 25mm bioprosthetic mitral valve underwent redo mitral valve replacement on pod#5 due to mitral valve thrombosis. This case involved a (B)(6) female who initially underwent mitral valve replacement with the subject device. On postoperative day 5, she was readmitted for mediastinal exploration, removal of left atrial thrombus, redo mvr with another 25mm valve. Intraoperatively, a large left atrial clot was seen medial to the prosthetic mitral valve towards the inter atrial septum and it was carefully removed. The thrombus extended towards the sewing ring of the mitral valve and a thin layer of thrombus extended towards the leaflets. The leaflets were fused. The valve was removed. The valve procedure was performed. The valve suture technique was interrupted, horizontal mattress and pledgeted. The seat of the prosthesis was judged good for the valve, the annulus conformed well to the prosthesis. A new 25mm valve seated well without pvl. She came off cpb with good hemodynamics. Post operatively, her condition was critical but stable and was transferred to the intensive care unit. It was learned that she expired on pod# 18.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The report of thrombosis was confirmed through observed thrombus. X-ray demonstrated wireform intact. Thrombotic-like material was observed on the inflow and outflow aspect of the leaflets. Thrombotic like-material fused all three leaflets at the inflow aspect. Thrombus restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspects. Sewing ring had multiple cuts around the valve. Video and photos attached were consistent with lab findings.

Manufacturer narrative:
The report of thrombosis was confirmed through observed thrombus. X-ray demonstrated wireform intact. Thrombotic-like material was observed on the inflow and outflow aspect of the leaflets. Thrombotic like-material fused all three leaflets at the inflow aspect. Thrombus restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspects. Sewing ring had multiple cuts around the valve. Video and photos attached were consistent with lab findings. An observational evaluation of the explanted valve was performed. As received, a thin layer of thrombotic material was observed on leaflets 1 and 2 from outflow (ventricular) view perspective, which is consistent with that on the photo taken right after the explant. The thrombotic material is more intense affecting all three leaflets on inflow (atrial) side of the valve. The reported leaflet fusion by the thrombosis could not be confirmed that is most likely due to the thrombotic material on the valve was lost during the explant. The thrombosis observed on the valve is most likely related to the ECMO (extracorporeal membrane oxygenation) usage during the implantation of this valve. It has been reported that the usage of ECMO can increase the risk of thrombosis for the implanted bioprosthetic heart valves.